Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-may-20, information was received from a patient receiving baclofen (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. Information received reported the handset screen was displaying a system error message. The patient reported difficulty connecting and stated that after several attempts, a system error message came up on the screen. The error was 0x1c97d10. The patient stated that the issue started a few days ago and they had the same issue last night ((B)(6) 2019). The patient stated that this morning after several attempts at connecting, they were able to receive a bolus. The pertinent serial number was obtained ((B)(4)). The device was requested to be returned for analysis. The patient called back in the following day ((B)(6) 2019) and reported that they were getting a screen saying it cannot find the pump. The patient was instructed to pair the handset to the pump, and it said no pump found. The patient was transferred to repair where it was decided to send the patient a new communicator. Repair recorded the complaint as "patient just received handset (B)(4), but still will not communicate with implant". The patient called back on (B)(6) 2019 and stated they were having the same issue with the new communicator they just received. The patient indicated they had a follow-up appointment with their healthcare professional (hcp) to discuss the issues. Additional information was received from an hcp on (B)(6) 2019. It was reported that the cause of the error code was that the pump was flipped over. A pump revision surgery would be scheduled to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-jun-05. The patient's weight was provided.